Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed: a device history record was performed for the finished device 00001499 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the hemostatic valve was leaking when introducing it into the patient¿s body. Blood loss was 5cc. The sheath was replaced, and the procedure was continued. No damage/breakage of the hemostatic valve was observed. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised. No interventions were required to stop the backflow blood. With the information available, this will not be considered a patient adverse event but a product malfunction for the hemostatic valve separation as it is most likely the backflow occurred due to a malfunctioning/dislodged valve.